Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in coma due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 500 mg/dl and insulin pump was died. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain and unconscious. The customer was treated by intravenous fluid. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The customer declined troubleshooting. Customer was hospitalized in emergency medical services in coma. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.